Event description:
The autopsy report was received. Based on the case history and autopsy findings, it is the medical examiner's opinion that the patient died as a result of a seizure disorder associated with a chiari iii malformation and cerebral palsy.

Event description:
Additional information was received from the medical examiner's office that the autopsy is underway and that it will be complete in about 90-days. The autopsy report was requested and may be provided to manufacturer when complete. Additional data from the explanted device was reviewed. However, no magnet stimulations were registered. The explanted devices were not received to date. The manufacturer is not eligible to request a copy of the death certificate.

Event description:
Additional programming data was received. The attending physician at the hospital disabled patient's normal and magnet output current but had left the autostimulation on with tachycardia detection on at 40% threshold on (B)(6) 2016. There was 1 magnet activation registered to have occurred on (B)(6) 2016.

Event description:
Additional diagnostic testing was performed in the product analysis lab. Various electrical loads were attached to the generator. System diagnostics were then performed at each load to demonstrate accurate impedance measurement. The measurements were accurate within specification in all instances. Based on the findings of the additional testing it can be concluded that the patient's generator was able to accurately measure impedance. There were no adverse conditions found with the generator at this time. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was turning blue and had decreasing heart rate while at home on (B)(6) 2016. It was noted that the mother had used the magnet to disable the patient's generator and that the patient's color returned. At that time, the patient was taken to the ICU. The physician turned off the device when the patient came into the ICU. When the device was programmed off, it was noted that the patient was already hypoxic with dilated pupils. Additional information was received that the patient tolerated vns procedure well and was his normal self until (B)(6) 2016, when patient began developing an increased cough and secretions and several episodes of apnea. During the first episode of apnea, patient's mother did notice an erythematous rash around the vns. She placed the magnet on the vns and patient began to breath and rash resolved itself. A couple of hours later, the home health nurse noted a second apneic even which required CPR, including occluding the tracheostomy and giving breaths from above since there was no air movement when patient was being bagged through the tracheostomy. Emergency was called and return of circulation was obtained without any pharmaceutical intervention. Patient continued to be unresponsive and was brought to the hospital. In the ed, the patient remained unresponsive and was placed on a ventilator via his tracheostomy. Patient was initially tachycardic and hypertensive, but then became hypotensive. Two fluid boluses were given as was albumin. An epinephrine drip was started for continued hypotension and shut off shortly thereafter for hypertension. Vancomycin and rocephin were given empirically. The patient was admitted to the picu. Overnight, the patient became intermittently hypotensive and several IV fluid boluses were given. The patient remained unresponsive and sedation was never initiated. On (B)(6) 2016, the patient was noted to have bilateral fixed and dilated pupils. Patient was completely unresponsive. Patient remained on the ventilator and had no corneal or gag reflexes. Neurology expressed clinical concern for severe hypoxic brain injury. The vns device was also disabled. Over the next 36 hours, multiple changes were made to the ventilator due to acidosis. Neck swelling was noted and clindamycin was added after an unremarkable ultrasound and x-ray. Neurological exam remained unchanged. The patient was felt clinically to be brain dead and further efforts at resuscitation were thought to be futile. A brain death examination was offered and the family declined. Family preferred to withdraw care. On the afternoon of (B)(6) 2016, care was withdrawn at the request of family and the patient was pronounced deceased by the attending physician. An autopsy was requested by family. The discharge diagnoses include cardiopulmonary arrest, respiratory failure, anoxic brain injury, acidemia, lactic acidosis, elevated liver enzymes, and diabetes insipidus. An internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep.

Event description:
The patient's explanted generator and lead were received for analysis. A portion of the lead including the lead electrodes was not returned for evaluation; an analysis and resulting commentary are not available for that area. Condition of the returned lead portion is consistent with conditions that exist following an explant procedure. Continuity checks of the returned lead portions were performed and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest any anomalies in the returned lead portion of the device. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the product analysis lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation (fet) showed that the pulse generator performed according to functional specifications. Although atypical lead impedance results were observed initially in the lab, all post product analysis bench lead impedance value results (with a cleaned canted spring and body temperature stabilization) were in acceptable limits. Furthermore, downloaded memory information from the generator demonstrates that acceptable impedance values were measured during the implant life of the generator. Other than the noted initial impedance event, there were no additional performance or any other type of adverse conditions found with the pulse generator.